Event description:
It was observed that during the device evaluation, the rigid video scope exhibited dents on distal edge, cracks on side of video connector and image out of field view. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found some reportable findings: dents on distal edge, cracks on side of video connector, image out of field view. Based on the results of the investigation, it is likely that the following led to the malfunction: bent outer tube, the most probable cause of the complaint is component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.